Event description:
It was reported that the pt was unable to walk and had "muscle spasms all over his body." The symptoms occurred after the pt was hospitalized to have his "esophagus stretched." The pt was sedated for the procedure. The pt's status was reported as "fair." Additional information has been requested, a f/u report will be sent if additional information becomes available. See MFR report #3004209178-2010-08094 regarding second stimulator.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.